Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered off. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device intermittently powered off. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and the records were reviewed. It was observed that the device was left to idle for 5 hours before promptly shutting off. Battery 1 was drained to 5% and battery 2 was drained to 5%. The device then drained battery 2 to 0% and subsequently powered off, allowing the user to turn the device on to use the last remaining 5% on battery 1. This is normal device function. Physio determined that the likely cause of the reported issue was due to user error for leaving the device idling on.